Manufacturer narrative:
(B)(4). Visual examination of the sample confirmed a ruptured reservoir. A tier ii corrective and preventive action (CAPA), im-CAPA (B)(4) was opened to investigate the root causes that led to this failure mode . A batch review was conducted which found no nonconformances.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor two day device had ruptured during patient use at the patient's home. The device was infusing 5-fluorouracil and normal saline. There was no patient injury or medical intervention reported. No additional information is available.